Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that one day post implant, the patient reported chest pain. Due to the possibility of a micro perforation, the right atrial (ra) and right ventricular (rv) leads were revised. The leads remain in use and no patient complications have been reported as a result of this event.